Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 21 months after the implantation, since may, oversensing was noted on this lead. No inappropriate therapies were delivered. Lead damage was suspected. According to the current information the lead remains implanted. An event date was not provided.